Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received that patient had an ipg replacement on (B)(6) 2019. Effective coverage was reported post operatively.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Manufacturer narrative:
The investigation results will be provided in the final report. Event date is estimated.

Event description:
It was reported patient lost therapy in approximately (B)(6) 2018. The ipg was found to be unable to communicate with external devices. Surgical intervention may take place at a later date.